Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the lead was returned with the stylet in the lead and a cut in the insulation 24 centimeters (cm) from the terminal pin that was consistent with induced damage during explant. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis was completed for this lead.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. The patient was not pacemaker dependent. The noise was able to be reproduced when the patient grabbed their right latissimus dorsi muscle with their left arm. No noise was observed with pocket manipulations. Oversensing of pectoral muscle noise was suspected. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.